Event description:
It was reported that the target lesion was located in the left anterior descending artery (lad) with mild tortuosity and heavy calcification. A non-abbott rotablator with a 1.25 burr was used first. Then a non-abbott stent was deployed and it was noted that the area in which the proximal end of the stent was implanted was highly calcified, which would not allow the stent to deploy fully. A waist was noted on the proximal end. Angiogram revealed that the non-abbott stent was not completely deployed, as it was malapposed. An unspecified non-compliant balloon was used to post dilate, but there was still a waist noted. A promus stent was deployed further proximal and also overlapping the non-abbott stent. A waist was noted in the same area after deployment of the promus stent. An unspecified non-compliant balloon was used to post dilate the promus stent, which provided some improvement, but there was still a waist noted. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.device evaluation: it is indicated that the device is not returning for evaluation, therefore a failure analysis of the complaint device cannot be completed. A review of the lot history cannot be conducted because the lot number was not provided.